Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported having episodes of dizzy spells and shortness of breath. The patient is known to have ventricular tachycardia (vt) and atrial fibrillation. It was also reported the patient had a syncopal episode at the beginning of this year. A review of data from the patient's remote home monitoring system was performed. Pacemaker mediated tachycardia (pmt) and short runs of atrial fibrillation/flutter were noted. The patient will continue to be monitored. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.